Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that this lead was repositioned due to suspected perforation. The physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).